Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, at deployment, it was observed that the patient was not stable, so cardiopulmonary resuscitation (CPR) and medication were administered. It was also noted that it the valve was unable to be seated with the left-coronary cusp (lcc) popping up repeatedly regardless of depth on the non-coronary cusp (ncc) so it was recaptured and attempted to centralize. However, the patient was not tolerating the pacing. Since the ds had reached its maximum attempts, it was decided to abort the procedure with navitor. It was decided to proceed the procedure with a non-abbott valve; there was no clinically significant delay reported. The patient was in a recovering condition in an intensive care unit (ICU). On follow-up, the patient was discharged.